Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they feel like their tooth is going backwards like it has done previously. Intrusion confirmed for #24 and a 14 day rest period recommended. Patient to follow up after rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.